Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had reverted to safety mode. Technical services (ts) was contacted and recommended replacement since patient is dependent. This crt-p remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had reverted to safety mode. Technical services (ts) was contacted and recommended replacement since patient is dependent. This crt-p remains in service. No adverse patient effects were reported. Additional information received detailed this device was explanted. No additional adverse patient effects were reported.